Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was placed and driven on an in-house system, it passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. However, the instrument failed the grip clip test. One of the grips would not release the clip, it got stuck on one of the grip tips. Additionally, the clip applier was found with one grip bent. The damage was found near the edge of the clip, causing a 0.020" offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clip could not be released from the medium-large clip applier instrument. There was a problem with one of the jaws. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a clip application issue, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.